Event description:
Transport ventilator in use on a transport of an adult patient. Max pressure dropped to 3 cm h2o. No injury to patient.

Manufacturer narrative:
A 4 year old ventilator had never been back to factory for service. Shows signs of rough handling and abuse. Have not been able to duplicate alleged failure.